Event description:
It was reported that during a laparoscopic gastric band procedure, the trocar was fine with a 10 mm device. Once they changed to a 5mm grasper, the device started leaking. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.